Event description:
Initial reporter indicated that their handheld "was not working." Further followup at the site it was discovered the screen was frozen on the interrogation screen. It is believed it showed and expired interrogation warning. A hard reset resolved the issue. No product will be returned as event resolved. The handheld contained 7.1 programming software.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.